Manufacturer narrative:
The device history record for the reported lot was reviewed and no issues were observed. Product from this lot was manufactured, tested, and released per validated procedures. Communication with the device user indicated that the device tip may have inadvertently touched the affected tissue when performing the procedure. Per the device IFU, descemet's membrane tear is a potential adverse event from usage of the device. The IFU warns, "to avoid touching the corneal endothelium and iris with streamline" as well as cautioning for adequate physician training. Nwm representatives provide approved training options to physicians. The cause of this event could be attributed to unintended user error.

Event description:
Nwm surgical sales consultant reported "potential descemet tear after perform streamline click pulse applications."